Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure- anterior cervical discectomy and fusion levels implanted- c4-5/c5-6. Implant date: (B)(6) 2009. It was reported as per the medwatch (mw5094386) that on (B)(6) 2020, the patient was diagnosed with metastatic prostatic cancer extracapsular involvement through psa velocity, MRI fusion biopsy and histology. The patient was implanted with biologic rhbmp-2 used in combination with modular anatomic peek components for c5 single level cervical vertebral body replacement (corpectomy) and c4-5/c5-6 anterior cervical discectomy and fusion. Update received on 10 - nov - 2020: date of diagnosis - (B)(6) 2020 method of diagnosis, e.g. Imaging, biopsy (MRI) cancer classification (t4) cancer treatment (ytd - yet to be determined) patient outcome (ytd) relevant family medical history (none. Genomic testing all negative include bcrd1/2) relevant medical history/ risk factors (i.e. Smoking, alcohol use) - (no smoking, no alcohol use).

Manufacturer narrative:
Other - cancer. The following products were used in the surgery: product: unknown infuse; product ID/lot: unk ; PMA: p000058 product: strut anatomic ; product ID: 6241041; lot: unk; UDI: (B)(4); 510k: k070173, although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion surgery at c4-5/c5-6. The patient was implanted with biologic rhbmp-2 used in combination with modular anatomic peek components for c5 single level cervical vertebral body replacement (corpectomy) and c4-5/c5-6 anterior cervical discectomy and fusion. Post-op, the patient was diagnosed with metastatic prostatic cancer extracapsular involvement through psa velocity, MRI fusion biopsy and histology.